Manufacturer narrative:
Additional narrative: part: 208.850, lot: 8569382: 22august2013. Part: 208.860, lot: 8545263: 30july2013. A review of the device history records for both potential lots was reviewed: no non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the screws were received intact. The review of the production histories has shown that all complained cannulated screws were manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. Since the specific circumstances and user technique at the time of the implantation are unknown the root cause could not be determined. The x-ray review did show that one screw backed out, but it is not known which one. The complaint is determined not to be a result of a detected manufacturer or design deficiency; there was no indication for material or design related issue. This report is an unknown screw/unknown lot. Two potentially involved screws were returned but it is unknown which was the screw that backed out. Part: 208.850, lot: 8569382: device: 7.3mm cannulated screw 16mm thread/50mm. Part: 208.860, lot: 8545263: device: 7.3mm cannulated screw 16mm thread/60mm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown screw.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2015 the cannulated screws were placed. Post-operatively the patient complained of increased pain in the right leg; it was reported the patient also experienced post-operative infection; it was realized that the screws were broken and loose. On (B)(6) 2015, the patient was re-operated to remove the cannulated screws. It was reported that for the most part the screws were removed without complication. It was reported that some of the broken screw thread remain in the ankle. This will be removed in a second surgical procedure for the revision of arthrodesis. There was no surgical delay noted for the revision procedure. It was reported the infection was treated with antibiotics. The provided x-rays were reviewed by the manufacturer: it was noted that there appears to be one broken cannulated screw ¿ and the broken piece has remained in the patient. Also another screw appears to have backed out on one of the images. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.